Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump passed the rewind, basic occlusion test, prime test, excessive no delivery alarm test and displacement test. All boluses programmed were properly delivered and no bolus anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that bolus wizard suggestion was not correct based on the carb ratio entered. Customer's blood glucose was 69 mg/dl which was treated with juice and fruit. It was reported that the carb ratio did not change when it was supposed to and customer no longer felt comfortable wearing insulin pump. Insulin pump would be replaced.